Event description:
Patient was having groin pain in his left hip, surgeon removed screws from cup and exchanged the head and liner.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 6570-0-236; delta v-40 ceramic head 36/+5; lot code: unknown. Cat. No.: unknown; unknown screws; lot code: unknown. An event regarding pain involving a trident liner was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Medical records received and evaluation: insufficient information was received for a clinical review. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. Product surveillance will continue to monitor for trends.